Manufacturer narrative:
Samples have been discarded by the customer due to contamination. Review of the complaint history indicates similar issues have been reported on this product line.

Event description:
Complaint received from customer on the clearlink solution set with luer activated valve in which the tubing separated from the male luer lock adaptor during priming. No patient involvement or injury was reported at this time.